Manufacturer narrative:
This report is for one of the suspect systems used. The customer is unsure which lot of strips were used for which results. Reference medwatch report with (B)(6) for the other suspect device used.

Event description:
Reporter alleged obtaining the results of 248 mg/dl, 304 mg/dl, 145 mg/dl and 304 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.